Event description:
The customer reported that the device was not powering up. Further information was provided that the printout reports are not complete; they are cut from the upper side. There was no adverse patient impact reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not powering up. There was no adverse patient impact reported.